Event description:
Covidien received information that this n65 pulse oximeter display was missing segments. The failure happened when the device was not being used on patient.

Manufacturer narrative:
Verified the display was missing segments. The failure was isolated to the universal interface (ui) printed circuit board (pcb). (B)(4).